Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post-implant, the patient experienced dizziness. It was noted that the right ventricular (rv) lead exhibited loss of capture and high thresholds. The rv lead was repositioned but the following day still exhibited loss of capture and high thresholds. The rv lead remains in use and is scheduled to be repositioned or replaced. No further patient complications have been reported as a result of this event.